Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges dislodged form the pump. Customer's blood glucose level was in the 200's mg/dl range. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.